Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ¿bolus history is in disorder¿. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the pump¿s black box and bolus histories showed that there were multiple ¿0¿ normal bolus¿ recorded on (B)(6) 2015. The boluses were manually cancelled by the user based on the pump histories. The pump was exercised for 2 days on a 1 unit per hour basal rate. There no ¿unprogrammed¿ bolus recorded in the pump history. A 10 unit normal bolus and a 10 unit audio bolus were performed with no cancellations occurring. Both boluses were recorded appropriately into the pump history. The keypad cover was found to be fully intact; no damage was observed. All keypad buttons responded appropriately to button presses; no hypersensitive keys were found. The keypad cover was removed and no damaged/misaligned contacts or evidence of contamination was found under any button contacts. The complaint that the pump¿s bolus history was in disorder was not able to be duplicated during investigation. No defects were found.